Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Per follow-up phone conversation with the rep. (B)(6): the pt was undergoing a knee scope towards a meniscal repair and an acl reconstruction. The scope observation and the meniscal repair portion of the procedure was completed, however, at the point that the auto graft was going to be harvested for the acl fixation, the surgeon found that the knee was quite swollen and he could not bend it. At this point in time, there were no extravasations and there was no compartment syndrome; in an attempt to avoid both of those issues and also to avoid making an incision for drainage, the surgeon chose to abandon the acl portion of the repair. Pt was buttoned up and removed to recovery; no consequences reported. The pt will be re-scheduled for the acl repair.